Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested assistance with a supply change after experiencing sustained hyperglycemia overnight and becoming stuck in the device history menu. The agent guided the user back to the correct process, and troubleshooting was declined. Later that day, the user reported the highest blood glucose (bg) at 387 mg/dl and trending downward. The user's highest blood glucose (bg) recorded was 387 mg/dl. Bg was corrected. No symptoms were reported during the event and no medical intervention required at the time of call.